Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of more than 600 mg/dl. The customer reported treatments as injection. Customer's blood glucose value was more than 600 mg/dl at time of incident. Customer's current blood glucose value was more than 600 mg/dl. Customer stated that pump hasn't been working all night was high more than 600mg/dl since last night. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer was advised to call when tubing clamp was received to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.